Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving a failed battery test alarm. Customer's blood glucose was over 300 mg/dl. Customer declined troubleshooting for high blood glucose. During troubleshooting for failed battery test alarm, customer installed new battery and received a no power. When battery was changed, display screen returned but battery was low. Customer was advised that battery cap would be replaced.